Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient was (B)(6) at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine an dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient went to the emergency room (ER) because he had a red spot where the pump was implanted. The patient was not diagnosed in the ER. The patient said his skin was chafing and it looked like he had a bad burn. The patient went to the hcp office and was told the pump went bad and it was leaking in the pocket. The patient was sent to the hospital to have the pump removed. The patient said he was on antibiotics until (B)(6) 2017. The patient was discharged on (B)(6) 2017. The patient said three cups of infection was removed. The patient was told that the pump was destroyed. The patient said the pump was explanted. The patient said the pump was sent back for analysis (he thought it was). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was delivering dilaudid 50.0mg/ml at 170.19mcg/day and clonidine 400.0mg/ml at 174.65mcg/day. The patient also reported that the healthcare provider had to ¿remove three parts of infection¿ around the pump. No further complications were reported.

Event description:
Additional information was received from a patient regarding an implanted pump system for reflex sympathetic dystrophy/causalgia-complex regional pain syndrome and non-malignant pain. Per the reporter, the pump was used to deliver dilaudid (hydromorphone). Dose and concentration information was not reported. It was reported that "around christmas 2016", the patient had hernia mesh placed that required nine revision surgeries that kept causing infections. The pump worked great. The mesh "tore me up", per the patient. It was implanted eight times. The patient still had an infection. The patient's stomach wouldn't close and kept opening. The mesh fiber drew through their stomach. The patient took pictures where the pump was and it was bloated and red all around the pump area. The patient's pain doctor said that the pump needed to be removed because the infection got around the pump. The patient's pump was removed sometime in 2016. It was reported that "they just left the wires in the spine", but did explant the pump. The patient later received findings and found out that the pump was "actually good" and it was just the infection from the mesh that "caused it to go haywire". In regards to contributing to the infection, the reporter did not know if the nurses who came to refill the pump every 3 months knew if the infection stemmed from the mesh. The mesh was removed in 2019 and the patient had no problems since having the mesh taken out. The patient's current doctor wanted to speak to a manufacturer representative (rep) before implanting a new pump and "getting off this old pain medication". The doctor wanted the patient to see a rep in the office to "get something rolling". The patient had an appointment scheduled with their doctor for (b(6) 2022.

Manufacturer narrative:
H6. All applicable event codes have been updated/corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.